Event description:
Ar/090 on (B)(6) 2014, we had a complication with PICC monolumen bd 50 cm catheter, it broke up near the cannon and the catheter migrated into the newborn moving from femoral to curl up near the heart. The newborn needed urgent surgery to remove the still aggravating the frame.

Manufacturer narrative:
The complaint product was not returned for evaluation. No product from the affected lot remains in stock. The complaint product was manufactured by bd and a review of the batch documentation by bd revealed no discrepancies. Based on the information available, a definitive root cause could not be determined. Silicone tubing in PICC applications is particularly sensitive to creation of damage caused by errors in either user manipulation or improper securement techniques which would result in undue tensile strength applied to catheter. Other situations which could result in the catheter breaking are taping over the catheter silicone tubing, over pressurization of the tubing by using a small syringe, inadequate flushing, etc. Improper securement of the catheter could also have resulted in the migration of the catheter to the heart. First PICC are 100% inspected through the manufacturing process. First PICC are 100% pressure tested (flow/leak) to ensure that catheter has no leaks or occlusions prior to acceptance. A defect of this type failure (rupture-breakage) as revealed, would be identified at this stage of the process and be discarded/scrapped.